Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient reported that they were out for a walk earlier and after they sat at their desk, they received a warning on their smartwatch that their heart rate was below the programmed rate and a short time later was above one hundred. They experienced a feeling of being "uneasy in the head", lightheaded with slightly elevated blood pressure. The implantable pulse generator (ipg) was pacing below the limit and they patient experienced bradycardia the implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.